Event description:
Plastic rotation locking tab broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of the locking tab breaking. Visual examination of the returned angled acet inserter confirmed the reported event of the locking tab breaking. A search of the complaint database for product code (B)(4) found previous investigations have been conducted for the locking catch breaking. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) (refer to (B)(4)) in 2007 in order to strengthen the locking catch. Continued post market surveillance will be carried out per (B)(4) under the post market surveillance in addition to trend analysis. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.